Manufacturer narrative:
Reliability analysis was unable to confirm the needle anomaly due to the needle not being returned. Only the sensor was returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he recently went to the emergency room due to two hours of excessive bleeding caused by sensor insertion. Blood glucose level at the time of the incident was not provided. Blood glucose level on the day of the call was 159 mg/dl. The customer stated that he was treated and released. Customer was advised that the sensor would be replaced and agreed to return the product for analysis.